Event description:
Patient reported and healthcare professional confirmed right side deflation. Healthcare professional later reported "hole in valve" observed during surgery. Device has been explanted and replaced with a non-allergan device. The device was implanted after the expiration date of the device.

Event description:
Patient reported right side "deflation". Healthcare professional later reported "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/or damage and deflation: observed crack on the valve assessed as cracked valve seat diaphragm valve. Use error: observed that the device was implanted expired per implant date reported. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "deflation". Healthcare professional later reported "deflation". Device has been explanted.